Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device alarmed for low inspiratory pressure. The sensor board, flow sensor assembly, tubing and blower were replaced to address the issue. The device had evidence of contamination.